Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose levels. Customer¿s blood glucose level was 514 mg/dl. Customer treated their high blood glucose levels via insulin pump. Customer declined to troubleshoot for high blood glucose levels. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with the reservoir tube lip partially broken. Device passed the displacement test, rewind, prime test, and the excessive no delivery test. Unable to perform the basic occlusion test, and the occlusion or verify no delivery alarms due to broken reservoir lip. Device received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, missing end cap sticker, and scratched reservoir tube window.